Manufacturer narrative:
Additional information was received from the site. The following was provided: the instrument was inspected prior to use. The instrument was removed with the cannula. The jaws were not stuck on tissue when the issue occurred. The instrument release key was not used. The event occurred in the end of the procedure. The procedure was completed robotically with no injury to the patient it was not aborted. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure the tip-up fenestrated could not be uninstalled from the cannula. The surgeon was uninstalling the instrument, and the tips were bent and could not be uninstalled. They uninstalled this instrument with the port and terminated the surgery. However, they could not uninstall the instrument from the cannula.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.